Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred during infusion. Therefore, the catheter was checked and a crack was found at the extension leg of the catheter connector. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter with an assembled connector was returned for evaluation. An initial visual observation showed use residue on the returned sample and the ink on the extension leg was observed to be worn away. Damage was observed on the tubing of the extension leg near the proximal end. A microscopic observation revealed multiple small holes arranged in a distinct linear pattern on the surface of two sides of the extension leg, approximately 0.7 cm distal to the white sleeve of the connector. The edges of the holes were distinct and some striations were observed on the mostly flat fracture surfaces. The number, pattern, and physical characteristics of the holes observed in the extension tubing of the returned catheter are indicative of damage caused by an instrument, most-likely a hemostatic clamp or forceps. The product IFU states: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred during infusion. Therefore, the catheter was checked and a crack was found at the extension leg of the catheter connector. There was no reported patient injury.